Manufacturer narrative:
During the preventive maintenance (pm) of the autopulse platform (sn (B)(4)), zoll personnel noticed missing pixels on the lcd, and the display was not readable. The root cause for the observed lcd issue was a defective processor board and lcd, likely attributed to the device's aging. The autopulse platform was manufactured in 2012 and is nine years old, well past the expected service life of 5 years. Upon visual inspection, noticed a hairline crack on the front enclosure, likely attributed to user mishandling or normal wear and tear of the autopulse platform. The front enclosure needs to be replaced to address the observed physical damage. The autopulse platform passed the functional testing without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The processor board and the lcd need to be replaced to address the observed lcd issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance of the autopulse platform (sn (B)(4)) on (B)(6) 2021, zoll personnel noticed missing pixels on the lcd, and the display was not readable. No patient involvement.